Event description:
Rep reported that the patient was originally implanted with a chpv in 2004. Recently, he suffered a trauma to the head directly over the site of the implanted valve. Following the scheduled MRI after this incident, the shunt could not be reprogrammed correctly as it was setting itself at incorrect settings (30, 200, 60, 120) other than the one desired (90). A different programmers were used with the same result. A shunt revision was performed, and a new chpv set at 100 was implanted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.